Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt stated that, he experienced an 07 system alarm on his infusion device while bolusing insulin. He reported a blood glucose value of 490 mg/dl that resulted from the situation. He reported a normal blood glucose range of 70-120 mg/dl. He reported that he experienced dryness of the mouth as a symptom of elevated blood glucose. During troubleshooting with a company representative, the alarm was properly cleared and the infusion device settings verified. The pt then bolused insulin using his infusion device to correct his elevated blood glucose level. The next day, the pt acknowledged that his blood glucose was under control and his infusion device was functioning correctly with no recurrence of the alarm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.